Event description:
It was reported that during unpacking for a biliary stenting treatment procedure the stent suture was torn. The target lesion was in an unspecified biliary location. While unpacking a 7fr/7cm flexima biliary stent, it was noticed that the suture connecting the push catheter and stent was torn. The device did not have contact with the pt. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
.